Manufacturer narrative:
An investigation was carried out into this complaint. Arjohuntleigh received information about an incident occurred in the grove nursing home in (B)(6). It was reported that after bathing procedure, the resident was being removed from the arjohuntleigh system 2000 tub using alenti hygienic chair. At that time, the resident began to defecate, so the personal service worker decided to leave the resident partially over the tub. The staff member meant to lower the height of the tub, but raised it instead accidentally. As a consequence of that, the tub reached the chair, destabilized it causing the chair to tilt with the patient. No injuries to resident nor caregiver were reported. When reviewing similar reportable events, we have found a low number of cases that may relate to the issue investigated here: alenti tipping during use. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use, the occurrence rate of reportable complaints with this failure is low. The device was examined by an arjohuntleigh representative after the incident. The condition of the device was assessed as good and the function test performed did not reveal any technical deficiency. The arms were bent, but as per the technician opinion, most likely before incident. This however would not influence the incident occurrence. The device which was used at the time of the incident was identified as alenti hygienic lift, with model number cdb8153-01 and serial number (B)(4). It was 15 years old at the time of the incident. It was used together with arjohuntleig system 2000 bath with model number ar33212us0011 and serial number (B)(4). The operating and daily maintenance instruction (IFU, version active at the time of the distribution of the involved alenti 04.cd.02/2 us from (B)(4) 1998) warns and informs how to use the device correctly. It includes also instruction how to perform a resident's transfer to and from the bath. There are notifications: "always ensure that the equipment is used by trained staff." "First read through the separate instructions for your bathing equipment." In section "raise and lower the tub" of the system 2000 instructions for use (IFU 04.ar.12_1us.ca from (B)(4) 2010) there is clear description of the buttons functions. The arrows on the buttons are easy for intuitive operating and only the lack of attention could lead to mistake. It is worth to be noted that the arjohuntleigh posters outlining the use of the tub and the alenti were available in the tub room where the incident occurred. Based on the incident description, the alenti hygienic chair was over the tub edge while the incident occurred. When the tub was raised by the customer facility employee by mistake, the bath frame reached and destabilized the chair, causing it to tilt. Therefore, it seems that the failure to follow safety instructions and recommendations included in the device instruction for use, together with lack of carefulness, was a primary cause of the event occurrence. If that element of use error was not in place, the event could probably have been prevented. There was no major technical deficiency with the device. Looking at the incident scenario it has been established that the alenti hygiene chair was being used for patient handling at the time of the event and in that way contributed to the event. This complaint decided to be reportable in abundance of caution as there is a potential that similar sequence of actions taken by the caregivers can result in serious injury.

Event description:
Arjohuntleigh received a customer complaint where it was reported that after bathing procedure, the resident was being removed from the tub using alenti hygienic chair. At that time, the resident began to defecate, so the personal service worker decided to leave the resident partially over the tub. The staff member meant to lower the height of the tub, but raised it instead accidentally. As a consequence of that, the tub reached the chair, destabilized it causing the chair to tilt with the patient. No injuries to resident nor caregiver were reported.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab ltd (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh has received customer complaint where it was reported that while the resident had finished the bath, he was being removed from the tub. He was oozing stool, so the personal service worker left him partially over the tub. The staff member meant to lower the tub, but raised it instead and the tub caught the chair and tipped it. The safety belt was not being used. The posters outlining the use of the tub and the alenti were present in the tub room. No injuries to resident or caregiver were reported.